Event description:
Caller reported that pump battery was depleting too fast, but this did not lead to a pump shutdown. There was no adverse impact to customer's blood glucose level. Technical support confirmed the battery depletion issue in logs and decided to replace the pump, as no user activities were identified to cause this issue. The customer reverted to an alternate method in insulin therapy.